Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company presentative regarding a patient receiving morphine (25 mg/ml at 6.194 mg/day) via an implanted pump. The patient¿s medical history was a history of kidney stones. It was reported that the hcp believed that the catheter was either blocked or kinked. A dye study was attempted but the hcp was unable to aspirate the catheter and the bolus that would have been delivered to the patient was too high, so the dye study was not performed. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient they had fallen several times since their implant date. A replacement surgery was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2016 (B)(6), product type: catheter section d information references the main component of the system. Other relevant device(s) are: ubd: 17-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.